Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned power plug. A patient care technician (pct) smelled smoke during a patient¿s treatment and notified the clinic¿s biomedical technician. The biomedical technician noted a wisp of smoke coming from the outlet, a burning smell, and that the power plug appeared melted when removed from the outlet. A patient was connected to the machine at the time of the incident; however, there was no harm to any patients or individuals because of this malfunction. The patient is male with initials (B)(6), approximately (B)(6), and a dry weight of (B)(6). The patient¿s blood was rinsed back and they successfully completed treatment on a new machine with new supplies. The plug was the original fresenius part on the machine. The machine has not had any past problems with failing the electrical leakage test and "that" there was no damage observed on any other components. The number of hours on the machine was not available, but it was confirmed that it is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the plug, which resolved the issue. The biomed reported that the machine has been returned to service without issue. The power plug was reported to have been discarded and is not available to be returned to the manufacturer for physical evaluation. Additional information was requested but was not available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.